Event description:
The customer was allegedly laying in lift chair when he went to a seated position the chair dropped 2-3 inches resulting in injury.

Manufacturer narrative:
Device not available for evaluation. Will submit a follow-up investigation report should the device become available.

Manufacturer narrative:
No design, manufacturing, or operational specification could be attributed to the reported incident. (B)(4)

Event description:
The customer was allegedly laying in lift chair when he went to a seated position the chair dropped 2-3 inches resulting in injury.